Event description:
It was reported a right knee revision surgery was performed due to poor range of motion. The anterior flange of the femoral component was sitting far off the anterior cortex of the femur. Femur was malpositioned.

Manufacturer narrative:
Please see attached file for the investigation results. (B)(4).